Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, which successfully resolved the issue allowing them to start a new sensor session without the error recurring.